Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that there was a lot of resistance when attempting to insert the dilator into the vizigo¿ sheath. The dilator could not be fully inserted. The sheath was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. On 17-feb-2022, additional information was received. It was reported that the resistance they were having with the sheath occurred when they were trying to put the dilator into the sheath. There was no damage to the sheath prior to the incident. Any damage to sheath happened because of the dilator being too tight and not advancing in the sheath. There was no occlusion when irrigating the sheath. Irrigation passed through fine, but the dilator did not. The dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. The damage did not result in wires being exposed or in any lifted or sharp rings. There are no pictures available. The dilator damaged issue was assessed as not MDR reportable. On 22-mar-2022, additional information was received and it was reported that the damage noted was on the dilator and hemostatic valve. The valve was pushed inside the sheath a little so the dilator could not fit through and got bent a little when trying to insert the dilator. The damage did not result in wires and/or braid being exposed or in any lifted or sharp rings. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. The sheath was not being used on the patient. With the information received, this event involving a hemostatic valve separation is now considered a MDR reportable product malfunction. The awareness date is 22-mar-2022.

Manufacturer narrative:
The sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo¿ sheath visual analysis of the returned sheath revealed that two bents on the vessel dilator returned. The bents were located at 4, and 5 inches from the proximal end. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record review was performed for the finished device 00001871 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the sheath performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).